Event description:
A caller reported a recurring cartridge alarm 20 issue with their pump, which was happening both during the load process and while pumping. Due to this problem, the customer's blood glucose was displayed as "high," though the specific value was unknown. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi). Technical support (cts) confirmed that this issue was occurring with every cartridge loaded since (B)(6) 2025 and decided to replace the pump. Cts provided the customer with instructions for putting the pump into storage mode before returning it and arranged for the return via ups. The customer was advised to program settings into the replacement pump and connect their continuous glucose monitor (cgm) to it. The replacement pump, with updated software, was shipped to the customer without requiring a delivery signature. There was no adverse impact to the customer's blood glucose level reported.